Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of no audible alarm tone. During testing at the user facility, the device did not sound a audible alarm tone. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.